Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event: added procedure name. Device history records review was completed for part: 03.632.400, lot: 1l45160. Manufacturing location: haegendorf, release to warehouse date: sep 14, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The photo of the straight tip t25 driver standard was received showing the distal tip of the screwdriver broken just at the point where the tapered end starts to become straight. This is consistent with the reported complaint condition, thus confirming the complaint. Relevant drawing was reviewed. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The complaint condition is confirmed as the photo of the straight tip t25 driver standard was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent lumbar fusion procedure, the straight tip t25 screw driver was broken and the second t25 stardrive was also broken while the doctor was trying to loosen the unknown set screw. It was unknown if there was surgical delay. Procedure outcome and patient status is unknown.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the t25 screw driver tip was broken. The t25 screw driver was also broken while the doctor was trying to loosen an unknown set screw. The procedure outcome is unknown. There was no patient consequence reported. Unknown set screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) straight tip t25 driver standard. This is report 1 of 2 for (B)(4).